Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with stent. The safety lock was in the manufactured position. The stent was partial deployed when received. The stent was deployed 1cm from the end of the shaft. The outer shaft/sheath was kinked at the nose cone. The inner diameter (ID) of the catheter was measured at the distal tip with a calibrated pin gauge set. The guide wire used in the procedure was not received with this device. An amplatz super stiff guide wire was used for functional testing. Functional testing was performed by loading the guide wire into the tip and the handle of the device. The guide wire was able to pass through the shaft with some resistance at the kink. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(6) 2015. It was reported that advancing difficulty occurred. The target lesion was located in an artery in the lower extremity. A 7 x 80 x 130mm innova¿ stent was selected however the device cannot be normally advanced through the guide wire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was partially deployed.